Event description:
Drive medical received notice about this incident from the enduser, involving a power wheelchair, a product imported and distributed by (B)(4). While using the power wheelchair she hit a sidewalk that she said she didn't see, causing her to allegedly fall out of the chair and break her hip. She was taken to the hospital where surgery was performed. This report is based on the information that was provided by the enduser.